Manufacturer narrative:
Multiple attempts have been made to get additional information. As no information related to this incident has been or will be provided this event file will be closed with the information received.

Event description:
It was reported to gore that three month after implantation and use of a gore® acuseal vascular graft for dialysis treatment, a duplex scan indicated low blood flow as well as a separation of the two inner layer from the outer layer.